Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was assembled to a hand piece and was functionally tested on the gen11 generator. During functional testing no alert screens were displayed. The device was disassembled to inspect the internal components and the sheath of the blade was missing. The ¿replace instrument¿ alert screen displayed after receiving two consecutive alert screen is advising of potential blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. No conclusions could be reached on how the sheath of the blade was missing.

Event description:
It was reported that during an unknown procedure, the har36 could not be locked onto the handpiece.the case was completed by using another har36. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.